Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to operate/control the right master tool manipulator (mtm) on surgeon side console (ssc) 1 and switched to ssc 2 to continue the procedure. The clinical sales representative (csr) contacted technical support to report the issue. The technical support engineer (tse) didn't find any related errors in the logs. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no abnormalities were noted with the system upon inspection. The site did not exhaust all troubleshooting with the technical support engineer (tse) before switching to the other ssc. The csr contacted technical support after the surgeon switched to the other console. There was no report of patient injury occurring.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported as follows: it seems that the finger clutch is pressed even though it is not pressed. The master tool manipulator (mtm) and generic cart controller (gcc) were replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (mtm did not respond - clutch activated when it shouldn't) was unable to be reproduced nor could it be confirmed as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: the embedded serializer for master handle (esmh) printed circuit assembly (pca), and the opto button assemblies. The generic cart controller (gcc) assembly was also returned for failure analysis, and the reported failure mtm did not respond could not be reproduced nor could it be confirmed as having occurred. The pca tech was unable to reproduce the failure report by installing this board into printed circuit assembly (pca) test system and run 10 minutes sine cycle, 20 power cycles and sitting idle for 1 hour. Then test drive were performed without any issues. The reported problem could not be reproduced.